Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results using a ID now covid-19 assay with a ID now instrument performed on (B)(6) 2021 using a nasal swab producing a positive result. The patient was then retested with a new nasal swab sample in which produced a negative result. Technical services (ts) advised that the customer perform a pcr confirmation test. Follow up attempts have been made, as of this report no additional information is available. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.